Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states"the cartridge of the injector cracked at the moment of implant injection. A part of the implant got stuck in the groove. The implant was retrieved and injected into the patient's eye with another injector." It has been confirmed that following device withdrawal from the eye, the lens was retrieved, re-loaded to another injector and successfully implanted during the original surgery session. Rayone injector is a single use injector, and re-loading the lens into another injector to be delivered into the patient's eye is an off-label use, and can be a causative factor to unsuccessful delivery and/ or lens damage. The "warnings" section of rayone IFU states "do not attempt to disassemble, modify or alter this device or any of its components, as this can significantly affect the function and/ or structural integrity of the design" there is insufficient information available to make a definitive assessment of root cause; however, the report of the nozzle splitting is indicative of a build-up of pressure within the injector. This is most typically seen when a user continues injection at the point a lens becomes blocked/trapped - a deviation from the IFU which states product use should be discontinued in this event (ref. Rayone IFU, "use of rayone" section "fig 7"). Our review of production records for the rayone toric rao610t batch 021164655 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 021164655.

Event description:
On 11th july 2025, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone toric rao610t. The event description provided states "the cartridge of the injector cracked at the moment of implant injection. A part of the implant got stuck in the groove. The implant was retrieved and injected into the patient's eye with another injector."